Manufacturer narrative:
(B)(4). Investigation summary: one sample was received for evaluation. It came in a sealed packaging blister. A visual inspection was performed. It has embedded degraded resin in the barrel flange area. Inspections at the molding and assembly processes have special attention to this defect. During the accountability meeting, the production coordinator addressed the complaints. The complaint history for catalog# 302830 was done from 2018 to june 2020 with this customer. This is the 1st complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9149650 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch #. Root cause description: the embedded degraded resin can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd 20ml syringe luer-lok¿ tip experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 302830 batch no: 9149650. Verbatim: per customer: only one syringe was affected. We discovered a bd 20 ml syringe (lot #9149650, catalog #302830), which is stocked at our facility which had visible contamination present inside the syringe. This syringe was unopened and thankfully caught by the analyst before use.